Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that cultures of the driveline exit site on (B)(6) were (B)(6) for (B)(6). The patient was treated with antibiotics and daily wound dressings. On (B)(6) 2017, a worsening of the infection was observed. The skin was very red with a large amount of purulent secretion. Cultures were positive for escherichia coli. The patient was treated with ongoing antibiotics; however, no improvement of the infection could be achieved. On (B)(6) 2017, the patient was admitted to hospital for intravenous antibiotic therapy and daily wound dressing changes. On (B)(6) 2017, the patient was discharged with improved findings, but still with a driveline infection. On (B)(6) 2018, cultures were positive for escherichia coli. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause of the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.